Manufacturer narrative:
Product event summary: the date files, image, and pscc100 pulse field ablation catheter with lot number 0012184482 were returned and analyzed. The files showed error message "catheter electrical current error" on the date of the event. The received image file illustrates the generator display with error message 2000 "catheter electrical current error." Visual inspection showed catheter appears intact without any visible issues. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function is as expected, and the shape of the capture device is unremarkable with no atypical features. Mechanical verification was performed on the steering and slide mechanisms. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Catheter identification and ablation testing was performed and data from the catheter identification chip confirms usage on the reported event date. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy delivery was interrupted due to error 2000 "catheter electrical current error." Hipot and electrical continuity testing was performed and verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. Dissection and optical inspection showed multiple charred electrode wires, most likely due to damaged insulation. Insulation damage was noticed on several electrode wires along the length of the shaft. The electrode wires were observed to be kinked at several locations too. In conclusion, the pulse field ablation catheter failed the returned product inspection due to the charred electrode wires, damaged insulation, and kinked electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, all four veins were completed. The left superior pulmonary vein (lspv) needed additional pulse ablations. After the first pulse, an error message was received indicating there was an "error in the electrical current of the catheter". The position of the pulsed field ablation (pfa) catheter was changed and it was verified that there was no contact between the electrodes or the guide. The cable and guide were replaced which did not resolve the issue. The equipment was restarted and the issue remained. The pfa catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.